Manufacturer narrative:
Upon visual inspection, it was noticed that a device pogo-pin on the power side had been damaged, the membrane was also discoloured. Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2009. The information obtained from this device showed evidence that the device had been stored outside the recommended storage conditions (0 degrees celsius to 50 degrees celsius / 32f to 122 f). There was also evidence to show that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring. Investigation confirmed a fault with the membrane. It is probable that exposure of the device to temperatures below the recommended storage conditions damaged the membrane, which caused the device to switch on automatically resulting in the premature depletion of the pad-pak (battery). The returned pad-pak lot 624 was found not to be fully depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.